Manufacturer narrative:
(B)(6). The subject device was evaluated. Device inspection and evaluation, service repair noted device adhesives on a-rubber peeled off, gap in adhesive area between plastic cover and distal end observed. Additionally, leak observed at the control knob. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During an asset return (loaner) receipt inspection with no complaint from the customer, a gap in adhesive area between plastic cover and distal end was observed. No patient harm or injury reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to be specified. However, the likely cause of the failure is due to deteriorated due to chemical stress, storage environment. The event can be detected/prevented by following the instructions for use (IFU) which state: preparation and inspection: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Reprocessing manual general policy warning: the endoscope and accessories may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of cleaning, disinfection, or sterilization methods not described in this reprocessing manual. If you chose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. Storage and disposal: caution: to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays or ultraviolet-rays. Olympus will continue to monitor field performance for this device.